Manufacturer narrative:
Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the physician was able to complete the enb portion of the case, however the patient experienced pneumothorax. Surgical intervention was needed to prevent a permanent impairment which physician performed "pigtail" and the patient extended hospital stay due to the problem.